Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding an unknown patient. The hcp stated that the patient¿s device was not functioning. The hcp did not want to give any patient or event information without the patient¿s information. It was advised that the patient call into patient services. There were no patient symptoms reported and no complications reported.